Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported issue of broken cable. Failure analysis found the primary failure of broken pitch cable at the distal end to be related to the customer reported complaint. The broken cable segment that contains the crimp was returned with the instrument. The common cause of the broken pitch cable was attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. An additional finding, which was not reported by site, was that the instrument was found to have a dislodged flush tube guide. The root cause of this failure was attributed to mishandling or misuse. A review of the device logs for the tenaculum forceps associated with this event has been performed. Per this review of the logs, the tenaculum forceps was last used on (B)(6) 2022 via system sl0908. There were 4 uses remaining after this last usage. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer reported that the wrist of the tenaculum forceps (tf) could not be straightened. On the next procedure, the tf could not be recognized and there was abnormal sound from the disc. The issue was resolved with a backup instrument. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue found. The instrument did not collide with any other instrument or tool. There was no fragment falling inside the patient¿s anatomy. The patient did not return to the hospital due to any post-surgical complications.